Event description:
It was reported that during an unk procedure, stapler failed to accept new stapler reload. Stapler failed when reinserted new cartridge. This was carried out on sterile field away from the operating table. Device locked. Removed battery to see if this would release with no effect. As instructed by rep replaced the stapler device. The unit appeared to have the trigger mechanism locked on arrival at the smtl but the manual override was then used to check that the trigger movements and the various mechanisms in the handle all performed as expected. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024 d4: batch # unk e1: reporter did not provide their name. Reporter name entered as unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Good and home. The device had been used for 3 firings of blue cartridge without any issues, the scrub nurse then went to load the 4th cartridge (white) and it would load or sit properly, she couldn¿t get it in far enough to click down in to the groves. She tried it with a used cartridge to double check and that wouldn¿t load either despite it being used previously. They took the retaining cap off the new cartridge and managed to reload the cartridge but the jaws wouldn¿t then close. They were jammed open. They opened another device and all worked well with the original white cartridge they tried to load. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable. H1- not reportable.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2024 additional information was received on 5/14/2024 and was incorrectly reported as 3/15/2024. G3- receive date 5/14.